Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed. Method & results: device evaluation and results: the device was not received for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: a clear and certain cause for the development of radiolucent lines around a tritanium cup at 2-years post implantation cannot be provided as based upon current information. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact root cause of the event could not be determined because insufficient information was received. However, a review by a clinical consultant indicated that: a clear and certain cause for the development of radiolucent lines around a tritanium cup at 2-years post implantation cannot be provided as based upon current information. However, further information such as return of device, patient history, operative reports, additional x-rayse & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
On 2013 (B)(6), tritanium primary surgery was performed. Two years after the surgery, like a clear zone has appeared.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
On (B)(6) 2013, tritanium primary surgery was performed. 2 years after the surgery, like a clear zone has appeared.